Event description:
It was reported that on november 15, when adjusting the length of the PICC tube, the two parts of the central venous catheter with peripheral intubation were not connected tightly. After replacing the new consumables, the two parts were connected tightly. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.